Event description:
During device change, fluoroscopy displayed externalized conductor. No electrical anomalies were noted. The lead will remain implanted and monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.